Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was received with original battery cap having damaged battery cap contacts. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 12.0 received the lowbatteryalert (104) on 03/19/2026 09:43:00 faster than expected at 6.48 days. Battery cycle 10.0 received the lowbatteryalert (104) on 03/12/2026 22:11:00 after more than 7 days at 7.09 days. Battery cycle 4.0 received the lowbatteryalert (104) on 03/05/2026 18:33:00 faster than expected at 3.34 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customers allegations of low battery alarm or short battery life were confirmed. Based on battery duration failure analysis instruction, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Isolate to electronic assembly. Additionally, unit was received with original battery cap having damaged battery cap contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life and received multiple ¿replace battery¿ and ¿replace battery now¿ alarms, along with sensor glucose and blood glucose discrepancies. The event involved product(s) unknown instinct sensors, 78893-01 and mmt-1884. The customer reported no adverse event. The customer reported frequent battery changes using aa duracell batteries, with a low battery alert followed by a replace battery alarm within less than eight hours. Troubleshooting was performed, the customer reported an sg vs bg discrepancy with a sensor glucose value of 68 mg/dl and a blood glucose value of 164 mg/dl . The customer was advised to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode, and replacement of the serialized device was initiated. No harm requiring medical intervention was reported. Unknown instinct sensors, 78893-01 were not expected to return. Mmt-1884 was expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.